Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter), e3.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units fiber optic port is not identifying the wand. There was no patient involvement.

Manufacturer narrative:
Updated fields-b4,d9,e1(event site email) g3, g6, h2, h3 , h6(type of investigation, investigation findings,investigation conclusions), h11. A getinge field service engineer evaluated the unit and confirmed the issue. The fse was able to get the output numbers, but there was no waveform. The fiber optic jumper had recently been replaced,so fse found the connection to be upside down and corrected. This did not correct the issue so fse tried replacing the fiber optic module and the issue still persisted. The fse then replaced the front end board because of the signal issue but the issue still persisted. Reinstalled the original parts and tested the fiberoptics again and found that the connector port was not letting the connector fully seat, therefore was not seeing the signal. The fse firmly re seated the connector and then was able to get the waveform signal and the numerics. All functional and safety test performed. Unit was returned to user.

Event description:
N/a